Event description:
It was reported that in the 24 hours following the implant of a new lead, the patient developed a pocket hematoma, along with some oozing around the pocket site. The pocket was evacuated. The next day the hematoma was present again, and the pocket was evacuated a second time. The patient had persistent swelling of the site, with firmness to the area. The patient felt pain, and it appeared to be a tense hematoma. The pocket was evacuated a third time, with no recurrence of hematoma to date. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable". Information was subsequently received that the device was explanted and replaced due to eri (elective replacement indicators). No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Other text : it was reported that in the 24 hours following the implant of a new lead, the patient developed a pocket hematoma, along with some oozing around the pocket site. The pocket was evacuated. The next day, the hematoma was present again, and the pocket was evacuated a second time. The patient had persistent swelling of the site, with firmness to the area. The patient felt pain, and it appeared to be a tense hematoma. The pocket was evacuated a third time, with no recurrence of hematoma to date. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable". Information was subsequently received that the device was explanted and replaced due to eri (elective replacement indicators). No patient complications were reported. Low battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed that it did not meet expected longevity. The cause of this is unknown.

Event description:
It was reported that in the 24 hours following the implant of a new lead, the patient developed a pocket hematoma, along with some oozing around the pocket site. The pocket was evacuated. The next day the hematoma was present again, and the pocket was evacuated a second time. The patient had persistent swelling of the site, with firmness to the area. The patient felt pain, and it appeared to be a tense hematoma. The pocket was evacuated a third time, with no recurrence of hematoma to date. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable". Information was subsequently received that the device was explanted and replaced due to eri (elective replacement indicators). No patient complications were reported.